Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: ni/ni/2004: the patient underwent implant of the bard/davol kugel patch. The attorney alleges the patient has "been suffering symptoms which seem to track with problems associated with failed hernia patch surgery." The attorney reports the patient has been referred to his physician for appropriate diagnosis and treatment.